Event description:
It was reported that a spectrum pump constantly displaed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported false air in line alarms, which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation did not identify any component discrepancies associated with the reported symptom and the unit passed testing. The upstream sensor is a known contributor to false air in line alarms.